Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13d16086 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as abdominal pain and constipation. The patient was treated with vancomycin and an unspecified antibiotic for the event. On a later date, the patient was transferred to an intensive care unit and recovering from the peritonitis. No additional information is available at this time.